Manufacturer narrative:
The device has not been received for evaluation. (B)(4).

Event description:
When the device was activated with default settings to cut tissue during acl reconstruction, the doctor felt that output power was stronger than usual. The tissue was burned. The software version that was used on the generator was 3.71. Preset 17 cut 120 and coag 50. The outflow was used through the probe. There was additional outflow used in the cannula. The probe was connected to the suction line properly. The probe was only used for 10 minutes during surgery.

Manufacturer narrative:
Device evaluation: an evaluation was performed on the returned product and could confirm the customer complaint for the output power being stronger. A visual inspection was performed on the returned probe and the device has been used in the field. The distal tip showed excessive peeling around the electrode. This was exposing metal around the distal tip edge causing more than usual power being released when functional testing was performed. Based on the evidence provided and the isolated nature of this occurrence, no root cause related to the manufacture of the unit can be established, smith & nephew will continue to monitor for trends. No further investigation is required. (B)(4). 1/17/2014.